Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tube removed in 3 weeks.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced asthenia ("have energy again"). The patient was treated with surgery (tube removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight increased and asthenia had resolved. The reporter considered asthenia, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- event add- weight gain and have energy again. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tube removed in 3 weeks.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event adverse event nos replaced with event medical device removal, surgery information added and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.